Event description:
The customer complained that samples yielded false positive reactions with biotestcell 1&2 in ortho gel cards. Testing occurred between (B)(6). Since the customer was not able to provide either exact test dates nor test results, we decided to take as a date of event for this incident for the day the customer came forward reported it.the customer had returned neither patient samples nor the supposedly defective product. Therefore our quality control laboratory tested different samples with the retained sample of the allegedly defective lot biotestcell 1&2. All samples reacted correctly negatively with both cells of biotestcell 1&2. We did not observe any false positive reactions. The gel card system is not suitable for the customer´s intended application: detection of unexpected antibodies. In this case, we recommend the tube test and solid phase test solidscreen ii with tango optimo. Testing by the quality control laboratory confirmed the allegedly defective lot of biotestcell 1&2 funtions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report for this incident